Event description:
The customer reported that the device would not operate on battery power. The customer reported the unit was in use, but there was no patient harm reported. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Specifications. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer replacement of battery to address the reported problem. The biomedical engineer reported the battery was replaced and the reported problem resolved. Unit is now back in service.